Event description:
#20 bd catheters ref # 386862 bleed back after insertion. Manufacturer response for IV catheter, cathena (per site reporter). Bd was able to replicate the failure of the anti-reflux valve in the 20g and 18g cathenas. Sometimes this can be practice-related regarding the ¿needle parking,¿ but in this case there was also a product defect detected. The investigation is not formally closed yet, but there seems to be a single batch of septums with tear in the septum. Unknown if received this way or if happened during the assembly process at bd. [Redacted] will feedback the practice piece to the staff to try to eliminate that factor in the future. So far, bd has identified 6 lots that contained the faulty septums. 2 of those lots were shipped out to distributors and may reach customers. The other 4 lots were proactively placed on internal hold pending the investigation. Bd will provide the model/ref numbers and corresponding lot numbers that have been identified as potentially having an issue. Including the customer that reported the 18g another customer 18g mr#386865 lot#4198480. The ivs with these septums were mfg¿d [manufactured] around [redacted] and distributed to distributors late fall [redacted]. For items coming off the mfg line now, they are performing additional quality checks and are performing well. Timeline: anticipate more information or being closer to closure in next ten days. Next steps: the last two events were from [redacted] and [redacted] in preop and endoscopy. Given the fact that these areas place such high volumes on a daily basis, lack of ongoing trend of complaints, and limited lots of impacted products in prelim assessment, the [redacted] team will not sequester or message about product. The product is likely used up (based on the sites the complaints originated from) and the implication to patient/staff safety is not of heightened concern. Will await final outcome from bd to re-assess plans and will communicate back to all reporting sites with the outcome at that time.